Event description:
The customer contacted stryker to report that their device experienced multiple instances of unexpected loss of power, during patient care. In this state the device may not be able to deliver defibrillation therapy, if needed. A backup device was available and was used to continue patient care. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information.

Manufacturer narrative:
Stryker evaluated the customers device could not verify the reported issue of the device powering off. The reported issue of error codes being visible was verified. After replacing the user interface pcb, the device passed functional and performance testing and was returned to the customer. Root cause of the reported "powering off during operation" could not be determined. The root cause of visible error code is determined to be corrupted memory on integrated circuit on the user interface pcb.

Event description:
The customer contacted stryker to report that their device experienced multiple instances of unexpected loss of power, during patient care. In this state the device may not be able to deliver defibrillation therapy, if needed. A backup device was available and was used to continue patient care. There was no harm to the patient as a result of the reported event.